Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spine clamp was damaged. There was no patient present when this issue was identified. Additional information was received. It was reported that the clamp could not be opened or closed.